Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted. The overlay had weak adhesive bond at all locations. Unable to prime the insulin pump during the prime test due to a faulty force sensor. Unable to perform further functional testing due to the prime anomaly.

Event description:
The customer reported that he was hospitalized due to hypoglycemia, with a blood glucose reading of 18 mg/dl. The customer stated that he gave himself too much insulin after eating at a buffet. The customer also reported a button error alarm. The customer stated that he did not hold down any button for longer than three minutes. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Event description:
The customer reported that he was hospitalized due to hypoglycemia, with a blood glucose reading of 18 mg/dl. The customer stated that he gave himself too much insulin after eating at a buffet. The customer also reported a button error alarm. The customer stated that he did not hold down any button for longer than three minutes. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted. The overlay had weak adhesive bond at all locations. Unable to prime the insulin pump during the prime test due to a faulty force sensor. Unable to perform further functional testing due to the prime anomaly.